Manufacturer narrative:
The reported events of a connection problem and a separation failure were not confirmed. Visual inspection, specification measurement, longevity assessment and further analysis of the device were normal with no anomalie found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be separated from the delivery catheter and unable to be redocked onto the catheter the ralp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.